Event description:
It was reported that the patient's driveline was partially exposed, missing the outer silicone jacket. The patient has not had any alarms. The driveline had been previously covered in rescue tape on (B)(6) 2021. More rescue tape was applied on (B)(6) 2023 to cover the exposed portion. No driveline repair nor further imaging was performed.

Manufacturer narrative:
Related MFR # (B)(4). Captured the initial rescue tape application on (B)(6) 2021. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d3, g1: updated information. Section d1: corrected. Section d4, catalog number: corrected. Section d4, lot number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted image confirmed damage to the silicone jacket of the driveline. Although a specific cause for this damage could not be conclusively determined through this evaluation, it did not appear to contribute to an electrical issue. The submitted log file contained data from (B)(6) 2023. No notable events or alarms were observed, and the pump appeared to function as intended for the duration of the file. The submitted image captured damage to the silicone jacket on the external portion of the driveline. Additionally, areas where the jacket was completely missing and the underlying bionate cover was exposed were observed. The bionate cover appeared to be intact and no wires were visible in these locations. The damage appeared to be cosmetic only. It was communicated that more rescue tape was applied to the exposed areas, and the patient was doing well. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, and the heartmate ii lvas patient handbook, rev. C, are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information on how to care for the driveline and address damage due to wear and fatigue of the driveline as well as the how to respond to such events. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.